Manufacturer narrative:
H4: the lot was manufactured from september 22, 2022 -september 23, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual the photograph was reviewed and showed droplets of fluid inside the device bottle which suggested a leak occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. Water droplets were found in the infusor container. The device was filled with saline and 5 fluorouracil. This issue was identified during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.